Event description:
The pen needle has broken inside the stomach of the pt. ((B)(4)) we have received the defective sample from owen mumford. From the morphology of the fracture can be established that this has been caused by several flexion over the resistance limit. So, considering the above we cannot consider that the problem is related to a production process. All (B)(4) pen needle are conformed to the iso (B)(4) with normal single use bending / breaking should not occur. No further action. (B)(4) has decided to fill in the 3500a even if we have not received any notification from the legal MFR (owen mumford (B)(4)). From the legal manufacture we only have received a short description of the adverse event.